Event description:
The ER clinicians were attempting to defibrillate a pt (age and gender unk) when the device gave "status 66" and "status 104" error messages. The clinicians were able to obtain another defibrillator to shock the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report number: 1220908-1999-00010, which details another event that occurred with this device, but on a different pt.